Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The insulin pump was monitored and no vibrating during battery insert, no vibration anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, broken battery tube threads, broken reservoir tube lip, reservoir tube, cracked reservoir tube window and missing reservoir tube o-ring.

Event description:
It was reported that the insulin pump had been exposed to moisture and no longer worked. The customer stated that the insulin pump had been soaked in water from a swimming pool when she had gone in and forgetten she had it connected. The blood glucose reading was unknown. She stated that the insulin pump completely shut down, vibrated without an alarm or alert, and had a blank display. She noted that the device was consistently vibrating. Advised replacement of the insulin pump. Nothing further reported.